Event description:
Revision surgery due to instability occurred on (B)(6) 2020. ø36/+3 standard humeral cup was removed and replaced by ø36/+6 stability humeral cup. Primary surgery on (B)(6) 2018.

Manufacturer narrative:
Event description, catalog number, lot number, implanted date previously incorrect. Now updated to correct data.

Event description:
Patient revised for third time on (B)(6) 2020 due to instability approximately two years after primary surgery. First revision on (B)(6) 2020 and second revision on (B)(6) 2020 were previously reported. Surgeon explanted a 36/+3 standard humeral cup and replaced it with a 36/+6 stability humeral cup.